Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 300 to 400 mg/dl. The customer stated her insulin pump did not alert her when the battery was dead or when it was out of insulin. Troubleshooting was declined. The product is not being returned. Nothing further was reported.